Event description:
It is reported that the pt is in stage 3a osteolysis.

Manufacturer narrative:
Eval summary: x-rays and surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint maybe revised upon return of the product or receipt of additional info. Evaluation: the device history records were reviewed and were found to be conforming; indicating the device was mfg, inspected, and packaged to specifications.